Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that the needle mechanism did not initially deploy as intended during activation, instead it deployed a few seconds delayed. The pod was worn between 49 and 71 hours and the patient's blood glucose levels were reported as 10 mmol/l (180 mg/dl). Treatment information was not provided and the pod was discarded.